Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The pt alleged that the pump over delivered insulin. He reported that the pump indicated 8 units remaining when his blood glucose was 175 mg/dl and 1 hour later the pump indicated 1 unit remaining when his blood glucose was 130 mg/dl. The pt stated that at the time of the incident (between approx 7:00 pm and 8:00 pm) his basal rate was 1.0 unit/hour and he did not deliver any insulin via bolus. Review of the pump history by the pt indicated no bolus deliveries after 12:27 am on (B)(6) 2010 at which time 5 units were delivered. Total basal delivery for (B)(6) 2010 was recorded at 28.2 units around 8:00 pm. The pt noted that he uses 4 basal programs and switches between programs based on current blood glucose readings; he changed to a new basal program immediately prior to the alleged event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.